Event description:
It was reported that the fiber dislodged and that there was a problem with faulty packaging which rips apart. A second fiber was used. There was no report of procedure or patient outcome.

Event description:
It was reported that the fiber dislodged and that there was a problem with faulty packaging which rips apart. A second fiber was used. There was no report of procedure or patient outcome.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The fiber exhibits signs of usage. The glass cap exhibits moderate devitrification at output window. The metal cap exhibits moderate charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on the device analysis a conclusion code of no problem found was assigned. In addition, analysis identified that the pouch is ripped from the top to middle, down the center of the pouch. Due to the observed pouch failure, an investigation conclusion code of cause not established was assigned to the investigation. Analysis of the returned fiber, did not identify signs breaks/fractures at the tip or along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.